Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high impedance levels and a lead fracture had been confirmed. The lead was partially removed and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. The setscrew marks on the connector pin were too proximal. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.